Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) water in the heater cooler would only pump on speed one. Speed two and three had no flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the complaint and tested the cardioplegia (cpg) relay board fuses. He found that fuse f6 was open and fuse f5 was reading high resistance. Both fuses were replaced. The cpg pump was tested and all speed settings were functional. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed both fuses to be electrically open. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.